Manufacturer narrative:
This report is submitted on august 5, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to patient requiring unimpeded repeat imaging. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 17, 2021.